Event description:
Reported one false positive sars result on sofia flu+sars. The customer communicated the result was confirmed by another rapid antigen assay.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. Root cause: unable to determine. Source: phone.